Manufacturer narrative:
The doctor alleged that the nx3 clear light cure cement shifted to a gray shade upon curing. A color test and visual inspection were performed on the returned sample. The color test results were within specification and the material was found to be free of contamination; no abnormal or strange issues found on the material's consistency.

Event description:
On (B)(6), 2011, a doctor alleged that the nx3 clear light cure cement shifted to a gray shade upon curing and the restoration took on a gray appearance. The restoration was removed, remade, and replaced.